Event description:
The company was informed that the pt has cholesteatoma on the side of the implanted ear and needs to be explanted. Explant date has not been scheduled. Advanced bionics is in the process of gathering further info. Once more info is obtained, a supplemental report will be submitted.